Event description:
Home patient (hp) reports switching new solution bag to already spiked line of homechoice set, while troubleshooting through an alarm situation during apd treatment. Baxter technician assisted hp in ending treatment. No pt injury or medical intervention reported by rn.